Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up visit, upon device interrogation diagnostic anomaly issue was observed. The device was double counting on the discriminatory channel. Programming changes were made which resolved the diagnostic anomaly issue. Patient was stable throughout the device interrogation and will continue to be monitored.